Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of five of peritoneal dialysis therapy. The heater bag came loose from the heater line. The technical service representative had the patient cycle power to clear the alarm. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported condition was not verified but was determined to be a loose connection as stated by the reporter. Should additional relevant information become available, a supplemental report will be submitted.